Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer experienced a high blood glucose level of 500 mg/dl. Customer's other blood glucose value was 477 mg/dl, 250 mg/dl. The customer had headache due to high blood glucose levels. Troubleshooting was performed for high blood glucose levels. The insulin pump will be returned for the analysis.